Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6)2023, abbott point of care (apoc) was contacted by a customer regarding I-stat chem8+ cartridge that yielded a discrepant potassium result of >9.0 on a patient. There was no patient information at the time of this report. Method, date, na, k. I-stat (B)(6)2023 134 >9.0. Lab (B)(6)2023 140 4.9. Information requested but to no avail: test/collection times, product/lot# information, event details. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 05-jun-2023. A review of the device history records (dhrs) confirmed the cartridge lots met finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. Ak, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for chem8+ cartridge lots h22350, h22356a or h23002.